Event description:
A 27 gauge spinal needle tip was sheared off during placement of spinal anesthesia for cesarean section. Required a local exploration for removal of needle fragment. Pt did not suffer any impairment. Rptr does not believe this was a user error issue.